Event description:
Following an atrial fibrillation procedure, a stroke occurred. It was noted that the patient experienced difficulty moving limbs after conscious sedation. Thrombus aspiration was performed to stabilize the patient. The ablation procedure went as expected. The patient does not have a history of cvas. Transesophageal echo was not done prior to the procedure. There were no reported performance issues with any abbott product.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report reflects the added batch/lot number and corrected manufacturing site information.